Manufacturer narrative:
A clinical evaluation was conducted and it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Will proceed with a medical assessment based on clinical supporting documents provided. If no relevant medical information is provided can close the mi task. Approved by justin templeton, md a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) It has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened.

Event description:
It was reported that a revision surgey was performed due to infection in left thr.